Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo o2 device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The manufacturer's service technician observed error code pressure sensor mismatch in the device¿s event log. The manufacturer's service technician alleged the flow sensor had malfunction on the device. The manufacturer's service technician disassembled the device and found no abnormalities on the device. The manufacturer's service technician replaced the device's flow sensor to address this issue. After the part was replaced, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operational and cleaned it.